Event description:
It was reported that the foley catheter took more than 30 minutes to drained the sterile distilled water once injected at the time of cuff check before insertion. When the water was injected again, the water could not be drained at all, so the foley catheter was not used. Per notification from investigator on 12apr2022, asymmetrical balloon was found was found during sample evaluation. Per notification from investigator on 15apr2022, leaking was observed from underneath the foley catheter cap was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing silicone foley with balloon inflated. Visual inspection of the sample noted three-way temp sensing foley inflated with sterile water; with syringe attached attempt to remove sterile water but the balloon did not deflate. Dissected balloon to find inflation notch perforated correctly. This was considered a failure stating that "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Also noted asymmetrical balloon with concentricity was observed to be 100.0 as compared. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured from the side of the shaft." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected

Event description:
It was reported that the foley catheter took more than 30 minutes to drain the injected sterile distilled water at the time of cuff check before insertion. When the water was injected again, the water could not be drained at all, so the foley catheter was not used. Per follow up information received on 25nov2021, when the user tried to drain water during pretest, the event occurred and damage to the catheter was unknown also stated that it was unknown if there was any hole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.